Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No information other than sid and specific result information available.

Event description:
The customer generated discrepant sodium, chloride and potassium results for one patient while using the alinity c processing module. The customer's normal range for sodium is 136-145 mmol/l; potassium 3.5-4.5 mmol/l; chloride 98-107 mmol/l. The following data was provided: sid (B)(6): sodium result initial 167 mmol/l, repeat 139 mmol/l, chloride result initial 88 mmol/l, repeat 105 mmol/lm potassium result initial 4.4 mmol/l, repeat 3.7 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The customer replaced the ict module (list number 09d28-04 ict module/lot 200318a) to resolve the issue. The ict module expiration date (12-18-2020) occurred on the same day that the discrepant ict results were generated. Review of service history for the alinity c-series, serial number (B)(6) revealed no contributing factors to the current complaint. A review of tracking and trending for the ict module (list number 09d28-04) did not identify any trends. Review of tracking and trending for the alinity c did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alinity c-series, serial number (B)(6) was identified.